Event description:
It was reported that the patient was not told that they should charge. The patient had not used the implantable neurostimulator (ins) since may. It was reported that the implantable neurostimulator (ins) was very low and the patient had charged for an extended period of time and the ins would not rise about 25%. The patient was usually seeing 2-6 coupling boxes. It was reported that there was a coupling problem. The patient was seeing all coupling boxes following an antenna locate feature. It was noted that later the coupling boxes dropped back down to four. It was noted that the patient had gained 7 pounds since implant. The implantable neurostimulator recharger (insr) seemed to be working appropriately. Additional information received reported that the patient had gone into overdischarge without knowing they needed to continually recharge implant. The patient would get flashing 0 and 25%. It was reported that the patient had charged for 40 hours at a time. It was noted that the patient had tried recharging since the patient had met with the manufacturing representative the week prior to this report. The longest recharge interval was 7 minutes out of 6 sessions. It was noted that coupling was not good according to the recharging statistics. Another recharger had not been tried. It was reported that the patient was able to get 6 bars of coupling but then without movement it would drop to 0 bars. At one point the recharger was overheated. It was noted that the coupling issues had been happening since implant. Additional information received reported that the recharger would not charger properly. Additional information received reported that the recharger was not returned. Additional information received reported that the device was replaced on (B)(6) 2013 because the ins was beyond depleted and would not accept a charge. It was noted that the ins and leads were changed out for a primary cell ins and MRI safe ins and leads. It was reported that the manufacturer representative never showed the patient how to charge, never told them that the device needed to be charged even though it was turned off, and the patient was never able to recharge the device. The recharger sent from repair would not connect and the physician programmer would not recharge the device. It was noted that the patient only used stimulation once and had to turn the ins off after surgery. By the time they were able to turn it back on the battery was beyond depleted.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).